Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional two proglide devices are being filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using proglide devices during an unspecified procedure. Reportedly, the sutures of two proglide devices were positioned. The sutures of the first device was closed but the patient remained bleeding. The sutures of the second device was closed but the bleeding didn¿t stop either. A third device was used, and the bleeding was high. Surgery was performed and was realized that the three devices were implanted in the artery wall, far from where the puncture was located. There was reported significant delay. No additional information was provided.